Event description:
A healthcare facility in switzerland reported via a fisher & paykel (f&p) healthcare field representative, that two rt265 infant dual-heated evaqua2 breathing circuits were not securely fitted to the ventilator. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Method: all three reported rt265 infant dual-heated evaqua2 breathing circuits were received at fisher & paykel (f&p) healthcare in new zealand for investigation, where it was visually inspected and performance tested. Our investigation is thus based on the evaluation of the subject devices, the information provided by the healthcare facility and our knowledge of the product. Results: the returned drylines were performance tested against three different ventilators (leoni plus, maquet servo-I and nellcor puritan bennet 840), all of which were able to securely connect to the inspiratory connector of the ventilators. Performance testing of the returned rt265 infant dual-heated evaqua2 breathing circuits could not replicate the reported issue. Conclusion: f&p healthcare's investigation was unable to determine the cause of the reported issue as there was no fault found with the returned devices. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit state the following: - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "do not use the chamber if the seals are not intact when received, or if it has been dropped."

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject rt265 infant dual-heated evaqua2 breathing circuits to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in switzerland reported via a fisher & paykel (f&p) healthcare field representative, that two rt265 infant dual-heated evaqua2 breathing circuits were not securely fitted to the ventilator. There was no patient involvement as the issue was found whilst the device was not in use on a patient.